Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no patient involvement. Covidien technical support engineer (tse) recommended swapping the screens and the backlight inverter boards.